Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast and blood in the inflation lumen and the balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 2.6cm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and none calcified right coronary artery (rca). After a non-bsc guide wire crossed the lesion, a 2.0mm non-bsc balloon catheter was used for pre-dilatation. A 2.50mmx30mm emerge" balloon catheter was then advanced for dilation. However, on the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with implantation of a non-bsc stent. No patient complications were reported and the patient's status was good.